Manufacturer narrative:
Result: worn plastic cam piece of the brake crank assembly.

Event description:
It was reported by service report that the brakes were engaging intermittently. It is unknown if there was patient involvement. However, no adverse consequences were reported.